Event description:
According to the facility on (B)(6) 2023 a new catheter was inserted in the patient due to the foley catheter leaking.

Manufacturer narrative:
According to the facility on (B)(6) 2023 a new catheter was inserted in the patient due to the foley catheter leaking. The device was requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.